Event description:
It was reported that high out of range pacing impedances and high capture thresholds were noted on the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) 3 months after implant. The patient reported phrenic nerve stimulation. No noise was noted, and the impedances have gradually increased since implant. Technical services (ts) provided troubleshooting recommendations. Troubleshooting noted that only the vectors that utilized the tip had high out of range impedances and high thresholds. An xray was performed without any anomalies. This lv lead was subsequently reprogrammed, and now resynchronized as intended, with the phrenic stimulation dissipated, and measurements are stable and within range. Technical services (ts) recommended additional testing of the lead and header connection. This crt-d and lv lead will continue to be monitored and remains in-service at this time. No adverse patient effects were reported.